Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right ventricle (rv) lead helix was distorted. The rv lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.